Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 2.2 mmol/l (39.6 mg/dl) while wearing the pod on the back between 4 and 24 hours. The ambulance was called because the patient started stuttering, eyes rolled, had hard time to chew and face was sagging. The emergency medical team (emt) removed the pod, administered glucagon and placed the patient on an intravenous (IV).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.